Manufacturer narrative:
Reinstallation of software version 6.16 apparently solved the problem. Data logs from the analyzer have been received by radiometer for investigation.

Event description:
The customer reports that the abl835 in the delivery room (serial no. (B)(6)) measured the parameter tbil approximately 50% lower than the abl835 analyzer in neonatal ward. The problems appeared only on capillary blood samples measurements from neonates and no other parameters were affected. The nurses were instructed not to run any bilirubin measurements on the affected analyzer. No reports of death or serious injury were received related to this event.

Manufacturer narrative:
Investigation of the data logs showed that the root cause to the low tbil results was that hbf correction was not enabled. The problem of low tbil results disappeared with installation of sw 6.16 which is probably because the sw upgrade enabled hbf correction. Enabling of hbf correction is a user defined setting. In the abl800 flex operator's manual, the following is stated: "the guidelines for selecting/deselecting hbf correction are as follows: for neonatal samples: use "enabled for all levels". It is important to enable hbf correction in order to obtain correct results for ctbil, so2, fo2hb, fmethb, fcohb and fhhb. For adult samples: use "disabled" or "enabled for levels > 20 %"."